Manufacturer narrative:
The valve was patent. It did not pass reflux testing and it was not within specs for pressure-flow or preimplantation testing. Dissection of the valve showed a small fiber between the valve membrane and the seat. Debris within a valve may interfere with the membrane causing reflux and low pressure-flow and preimplantation results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the drainage pressure was not sufficient prior to implantation.